Manufacturer narrative:
(B)(4). Although requested, the device has not been received for investigation. A f/u report will be submitted once the device is received and an investigation is performed or add'l info is obtained.

Event description:
The user reported that propofol infusion was set to infuse at 20ml/h, however, 100ml was delivered in 3 hours. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No add'l info provided.